Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no image. The event occurred during a colonoscopy therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue on channel and debris on lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the unit has crack and excessive debris, one off the light guide not getting enough light. The most probable cause of the complaint is cause traced to component failure. (No image) the most probable cause of the complaint is cause not established. (White residue on channel and debris on lens.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.